Event description:
A healthcare worker (hcw) had contact with a liquid substance after a completed sterrad nx cycle. The hcw reached into the pouch to retrieve the biological indicator (bi) when she noticed the bi vial had ruptured in the pouch and there was liquid inside the pouch. The hcw then noticed that the middle finger of her right hand began to tingle and turned white for several minutes. The hcw went to the employee health center and was given silverdene cream and an antibiotic because the physician was not sure of the contents of the cyclesure vial. The hcw was not wearing ppe.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis and the system hazard and user misuse analysis. The DHR (device history review) for cyclesure biological indicator confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad did not reveal a trend for h2o2 contact. Trending analysis for h2o2 contact issues associated to the cyclesure did not indicate a significant trend. The hhe (health hazard analysis) relating to exposure to h2o2 contact while handling a processed biological indicator is considered low risk. The severity of an injury is considered limited (transient, self-limiting illness or minor injury). The shuma (system hazard and user misuse analysis) is reported to be a category 1 or "broadly acceptable risk". There was no product sample returned for investigation. Investigation analysis confirmed that the issue is attributed to the user not correctly following the IFU (instructions for use). The sterrad cyclesure 24 biological indicator IFU recommends that gloves be worn when handling a processed cyclesure 24 bi as peroxide burns can result if the media ampoule is broken.

Manufacturer narrative:
Manufacture date: 2/8/2010.expiry date: 2011-07.

Manufacturer narrative:
Concomitant devices: cyclesure bi - lot # 039101. Sterrad cassette - pn and sn unknown. (B)(4) - skin turned white. The IFU states the following: immediately after the sterrad sterilization cycle, remove sterrad cyclesure 24 from the sterilizer. Advanced sterilization products (asp) recommends gloves to be worn when handling cyclesure 24 bi as peroxide burns can result if the media ampoule is broken. The IFU states the following: warning! Hydrogen peroxide is corrosive. Concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle.